Event description:
I received one injection of synvisc-one in each knee. I have been in constant pain and discomfort since (B)(6) 2011. I have muscle pain throughout the body, joint pain throughout the body, flushing of the face, difficulty sleeping, muscle spasms, and the feeling of pins and needles on my scalp. I am getting worse, not better as time goes on. I went to the ER yesterday and they indicated that my heart seems ok, since I was experiencing significant pain in my left arm and right jaw. They released me after saying that the blood work came out ok. I had a sleepless night last night, due to much discomfort and body pain. I have contacted my dr several times, but he has been of no help. The ER gave me an injection of ketorolac tromethamine, which ultimately made me feel very sad and did not help with the pain. I am very concerned about the damage this drug may be causing and want to know when these terrible side effects will end. I have never experienced anything like this to this degree and lasting this long. My health was very good prior to these injections and my purpose of getting the synvisc-one injections was to help my knees, which have arthritis. If I had any idea that the side effects could be this dramatic and long lasting, I would never have had the injections. I have used aleve, excedrin, and tylenol. In the ER, I was given an injection of ketorolac tromethamine, which did not help me.